Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alert occurred on an insulin infusion set for an ilet pump, and the patient¿s caregiver performed a full supply change rather than isolated tubing testing after two days of wear. Symptoms included no reported adverse clinical effects. Outcomes included restoration of use after the supply change with no additional alerts reported by the caregiver. Investigation included troubleshooting and education provided by the agent regarding tubing testing and site evaluation. Investigation of this case revealed that the issue resolved only after replacement of the infusion set and related supplies, consistent with an infusion set occlusion at the site or within the disposable fluid path rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to disposable components and not the reusable pump.